Event description:
A malfunction on the pump was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue returned, which the customer acknowledged and understood.